Event description:
Defibrillator may have failed to deliver shocks to pt. Paramedic did not see visible body reaction to defibrillator. At time of use, device indicated energy was delivered. Later analysis showed error code registered on device and "service" message printed on code summary report.